Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a control reservoir (partt # fv049t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the reservoir was believed to be blocked. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch# 3004721439-2022-00320.

Event description:
Same event as medwatch# 3004721439-2022-00320.

Manufacturer narrative:
Additional information - d4 (serial #). Investigation: visual inspection: the following observations were made during the visual inspection: -bloody deposits in the control reservoir. Permeability tes: the test showed that the control reservoir is permeable. Results: based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The control reservoir met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.